Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the connection end of the transfer set just below the white plastic part of the twist clamp where the tubing begins fell off". This issue occurred during peritoneal dialysis therapy. There was no patient injury; however, the patient was treated prophylactically with antibiotics. No additional information is available.